Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. Device had cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed button error after swimming but he was not using the insulin pump. Blood glucose value was 95 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.